Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. After placing a 190 cm non-bsc guide wire and 3.5 7 fr non-bsc guide catheter, a 1.2 mm x 12 mm threader¿ catheter balloon was advanced for dilatation. However, the device got stuck to the non-bsc- wire. The threader¿ and the non-bsc wire were removed together as a unit but the tip of the wire broke at the tip of the non-bsc guide catheter. The physician was able to remove the detached wire tip from the patient by removing the guide an flushing it. The procedure was completed with this device. No patient complications were reported.